Event description:
It was reported that pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed, and a watcman access system (was) and a 27mm watchman flx pro closure and delivery system (wds) were selected for use. Intracardiac echo (ice) imaging was used, and the transeptal puncture (tsp) was completed. The was was in the left atrium with a pigtail catheter into the laa. The wds was prepared and inserted through the was. As the device was deployed the patient began feeling hot and sweaty and had a drop in blood pressure. The ice catheter was pulled back to the right side of the heart for an assessment and pericardial effusion was noted. A pericardiocentesis was performed and the physician drained 250cc of blood which was re-transfused back to the patient. The patient vitals returned to stable. The patient was admitted to the hospital for observation.